Manufacturer narrative:
Exact date unknown, event occurred a month ago.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.